Manufacturer narrative:
(B)(4). A device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If a device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that the customer had seen several pumps with system error 322 within the event history log, but did not have any specific devices at the time to send in for evaluation. Any patient involvement, injury or medical intervention related to this error is unknown.